Event description:
It was reported that the catheter had been placed with some difficulty in a morbidly obese obstetric patient. Following delivery, the catheter was being removed when it separated, and a portion remains in the patient. A decision on whether to remove the separated portion has not been made. There were no additional patient complications.